Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the distal cover being burnt was confirmed. The probably cause was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope. Inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Instruction manual cf-ez1500dl/I operation manual_4.3 using endo therapy accessories never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.